Event description:
The patient experienced increased pain. It was stated that the actual residual volume (unknown) was greater than the expected residual volume (5.3 ml). There were no alarms. It was unknown if the programming was correct. The pump contained hydromorphone 10 mg/ml (5.265 mg/day), clonidine 26 mcg/ml, and bupivacaine 20 mg/ml. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Implanted: 2009 (B)(6), explanted, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).